Event description:
1.2f placed on 12/5 and clotted off on 12/7. Running a full volume of tpn/l through it. Concern that when pulled, there may have been a clot at the distal part of the line. This item they were unable to get the lot # please ship replacement product to: attention: (B)(6).

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One catheter was returned for review. Visual inspection of the sample found bodily fluids covering the inside and outside of the female luer. The most probable cause for the reported issue was most likely related to an event within the user environment and not a manufacturing error. Since the reported issue was most likely related to the user environment, no corrective action will be taken. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
1.2f placed on 12/5 and clotted off on 12/7. Running a full volume of tpn/l through it. Concern that when pulled, there may have been a clot at the distal part of the line. This item they were unable to get the lot # please ship replacement product to: attention: (B)(6).